Event description:
A flame was noted coming from a bovie cord that was connected to the electro surgical unit. The flame came from the junction of the bovie cord and its plug. Immediately, it was extinguished.